Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. The stylet became stuck in the left ventricular lead. The physician tried to pull the stylet out with more force and pulled out the inner part of the lead and broke it. The lead was not used. Another lead was attempted but not implanted due to patient¿s anatomy. The patient was discharged.

Manufacturer narrative:
The reported events of ¿the stylet became stuck in the left ventricular lead¿ and ¿pulled out the inner part of the lead and broke it¿ were confirmed. A complete lead was returned in one piece measuring 85.6 / 152.2 cm. Analysis found the stylet stuck inside the lead and the connector pin and molded cap pulled from the lead body. The cause of the reported event of ¿pulled out the inner part of the lead and broke it¿ was isolated to procedural damage. The cause of the reported event of ¿the stylet became stuck in the left ventricular lead¿ was isolated to bunching of the stripped stylet ptfe coating and inner coil consistent with procedural damage.